Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead dislodgement was suspected approximately three weeks after implant. The dislodgement was confirmed by pacing and chest x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.